Event description:
Physician had accessed s1 level, but not started ablation, approximately 5-7 minutes into the procedure. No issues with access. Pulse-ox was low and anesthesiologist described patient as "tight" (he was not sure what this meant). But attending did not feel comfortable continuing procedure. Turned patient over and began chest compressions. Territory manager (tm) left the room at that point. Doctor initially thought this was low blood sugar but now thinks it was allergic reaction to anesthesia. Patient is fine - at home recovering. Only pain the patient is feeling is from original back pain.